Event description:
Pt was implanted with a scs system on (B) (6) 2008. It was reported on (B) (6) 2009 that the pt is feeling heating at the ipg pocket when charging. The charging system was replaced with the same results. Physician plans to revise ipg on (B) (6) 2010.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.